Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the dependent patient was feeling slightly fatigued. In troubleshooting it was noted that the pulse generator exhibited noise on the right ventricular channel. The device was explanted and replaced.